Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three years and eight months post index procedure, an angiogram revealed that the endurant limb was no longer in the left common internal iliac artery and there was a distal type I endoleak. The physician elected to implant another endurant limb in order to extend the limb back into the left common internal iliac artery. After the limb was extended, the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.